Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention may occur to explant and replace the patient's ipg. The reason surgical intervention may occur is unknown.

Manufacturer narrative:
Correction: this report should not have been submitted as a medical device report (MDR) as the device may be electively replaced, and there is no allegation against the device.